Event description:
On (B)(6) 2011, the pt reported the up button of the infusion device was not working. He noticed the issue within the past 2 weeks while attempting to bolus. The up and down buttons functioned properly at the time of the report. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address to issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.